Event description:
Graft was successfully deployed. Significant drop in blood pressure occurred. An extravasation in the left proximal femoral artery was identified. A covered wall graft was deployed to seal the perforation. Pt expired during the procedure.